Event description:
Info received indicates an unintentional movement of the foot up function.

Manufacturer narrative:
The facility has not returned hill-roms attempts to determine a resolution of the alleged malfunction.